Manufacturer narrative:
The moss miami si final tightener was returned. Examination of the returned the mmsi final tightener revealed that approximately 0.5mm in axial length that the driver¿s distal tip hexlobes had become stripped. Also, the observed damage notes that it is in the direction of tightening. A review of the device history record (DHR) for the mmsi final tightener ¿ x25 driver was performed identifying that lot number g0108 was released in three batches. Batch1: was released to stock on 4/21/09 with no discrepancies. Batch2: was released to stock on 6/6/08 with no discrepancies. Batch3: was released to stock on 5/20/08 with no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. Product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mmsi final tightener ¿ x25 driver was conducted. The analysis did not reveal any systemic trends requiring further action. The root cause of the final tightener becoming stripped cannot positively be determined. However, the damage suggests one possible cause for this fault that the driver was not fully seated in the setscrew during the tightening step as the damage only presented at the divers distal tip. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trend was identified, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: g0108] was not returned to the complaints handling unit (chu) for evaluation. However, a photo was provided. Photo observations identified that approximately 0.5mm in axial length that the driver¿s distal tip hexlobes had become stripped. Also, the observed damage notes that it is in the direction of tightening. A review of the device history record (DHR) for the mmsi final tightener ¿ x25 driver was performed identifying that lot number g0108 was released in three batches. Batch1: was released to stock on 4/21/09 with no discrepancies. Batch2: was released to stock on 6/6/08 with no discrepancies. Batch3: was released to stock on 5/20/08 with no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. Product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mmsi final tightener ¿ x25 driver was conducted. The analysis did not reveal any systemic trends requiring further action. The root cause of the final tightener becoming stripped cannot positively be determined. However, the presentation of the damage suggests one possible cause for this fault that the driver was not fully seated in the setscrew during the tightening step as the damage only presented at the divers distal tip. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trend was identified, this complaint file will be closed with no further action required. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. Device not recieved by manufacturer.

Manufacturer narrative:
Device manufacture date: may-20-2008, jun-06-2008, apr-21-2009. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reported the (B)(6) final tightener is worn out and does not grip the screws properly. Examination of a photo that was provided found the instrument's distal tip to be stripped.